Event description:
Patient in ICU being monitored with pulse oximeter, cardiac monitor, non-invasive blood pressure monitor, and infusion pump. Oxygen decreased per md order to fi02 of 50%. Order based on pulse oximeter reading of 95% on fi02 60%. Oxygen decreased follow-up arterial blood gas and co-oximeter measurements indicate sa02 of 81%. Patient was placed on another pulse oximeter which correlated with the 81% sa02 from the co-oximeter. Patient's oxygen was increased to a level to provide adequate oxygenation. Equipment removed from service and taggeddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.